Event description:
It was reported that there were signs of fluid intrusion in the form of stains on the under side of the top cover. There was no pt involvement and no adverse consequences were reported.

Manufacturer narrative:
Conclusion: replaced the top and bottom covers.